Event description:
It was reported that hole in a catheter occurred. An opticross imaging catheter was selected for use. During procedure, it was noted there was a hole on the outer sheath. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection shows no issues or damages were observed and appears to be in good conditions. The device was functionally tested, and it was noticed that during flushing the device performed as intended with no leaks coming from it other that the vent hole.

Event description:
It was reported that there was a hole in the catheter. An opticross imaging catheter was selected for use. During the procedure, it was noted there was a hole on the outer sheath of the catheter. The procedure was completed with a different device. No patient complications were reported.